Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges using the device for 1233 days and suffering pecuniary and non pecuniary damages (not specified). There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer is currently investigating this complaint; however, the device examination has not yet begun because the device has not yet returned to the manufacturer for evaluation. As part of the complaint handling process, the manufacturer will make attempts to retrieve the device for investigation.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/18/2025. The medical device associated with this complaint is currently under legal hold. As a result, philips is unable to proceed with device evaluation activities. This restriction prevents access to the device for inspection, testing, or analysis. If additional information becomes available, philips will assess the according to regulatory obligations and perform any necessary reporting activities to the appropriate competent authorities. Section g3 and h6 have been updated in this follow up report.